Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2021.

Event description:
It was reported through the litigation process that the port was deployed successfully. It was further reported that the port catheter was fractured, and the distal portion of the catheter extended from the medial right atrium into the right ventricle. The patient underwent successful retrieval of the fractured catheter from the right heart and the mediport was removed in its entirety. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that the port was deployed successfully. It was further reported that the port catheter was fractured, and the distal portion of the catheter extended from the medial right atrium into the right ventricle. The patient underwent successful retrieval of the fractured catheter from the right heart and the mediport was removed in its entirety. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one medical record was provided for review. The investigation is confirmed for the reported material separation, fracture and migration issues. According to the medical record, approximately nine months post port deployment, x-ray of left shoulder showed that the left sided chest port projected in satisfactory position, although the mid aspect of the catheter was slightly pinched underneath the medial left clavicle. Subsequently nine months later, left chest port check showed that the port catheter had fractured just inferior to the left clavicle and the distal portion of the catheter extended from the medial right atrium into the right ventricle. Through the the right internal jugular vein, broken left subclavian mediport with catheter was removed successfully from the patient body. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." ¿warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure.¿ ¿signs of pinch-off clinical: difficulty with blood withdrawal. Resistance to infusion of fluids. Patient position changes required for infusion of fluids or blood withdrawal radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows.¿ ¿preventing pinch-off. The risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched. H10: d4 (expiry date: 01/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.